Manufacturer narrative:
Additional information received regarding battery cap recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 05-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 10.5 u and dailytotalofbolusinsulindelivered = 33.8 u which is equal to the dailytotalofallinsulindelivered = 44.3 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 05-feb-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted, however found corroded battery tube. Force sensor zero offset within specification (23.6 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, missing display window cover, serial number label missing, end cap address label missing, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Detached battery cap contact due to heat stake post broken on the original battery cap. Found corroded battery tube during the visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 580 mg/dl. The customer reported hyperglycemia and was hospitalized and treated with manual injections. The event involved product(s) mmt-1886. Troubleshooting was performed and the motor and piston of the pump were not working correctly. The customer does not feel ok to troubleshoot further. The customer reported symptoms of vomiting and increased thirst at the time of hospitalization. No further patient complications were reported. Mmt-1886 was requested and customer's response was the device will be returned.